Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2006, inratio: 6.4, lab: 4.0, mean: 5.2, confidence limits: cannot be determined. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated.the confidence limits cannot be determined. Products will be tested. In-house retains strips lot 060218 were tested using therapeutic blood from two donors. The acceptance criteria is as follows: if the mla inr is less than 2.0, then the allowable difference between the inratio inrs and the mla inr shall be +/- 0.5. If the mla inr is 2.0-4.5, then the allowable difference between the inratio inrs and mla inr shall be +/- 1.0. The test results of retains strips lot 060218 are as follows: see scaned table. Based on the above test results, retained lot 060218 meets the criteria for strip accuracy.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2006, inratio: 6.4, lab: 4.0.